Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience v device is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the mid right coronary artery with moderate calcification and mild tortuosity. The 4.0x28 mm xience v stent was implanted but a distal edge dissection occurred. A 3.0x18 mm xience v stent was used to treat the dissection but another dissection occurred. A 3.0x12 mm xience v stent was used to treat the second dissection and complete the procedure. The patient is alright. No additional information was provided.